Event description:
The following info was obtained in review of a journal article and reports the in-stent restenosis of the ostial circumflex (cx), ostial left anterior descending (lad) and ostial ramus arterial within approx 3 mos of cypher stent implant.. Pt outcome is unk. This pt had (3) cyphers stents implanted as noted below: 1. Cypher 2.5x33 - v stenting technique. Restenosis was in the ostial lad (focal) and treated with CABG. 2. Cypher 2.5x8 - v stenting technique. Restenosis was in the ostial cx. (Focal) and treated with CABG. 3. Cypher 2.5x18 - v stenting technique. Restenosis was in the ostial ramus. (Focal) and treated with CABG.